Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. It was noted that the programming may have caused the syncope. The right ventricular (rv) and left ventricular (lv) thresholds were programmed without a safety margin. It was suspected to have been programmed this way to achieve lv only pacing. The device was reprogrammed to provide an appropriate safety margin, and all subsequent measurements were good. No additional adverse patient effects were reported. The device remains in service.